Manufacturer narrative:
Date of event: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7170874 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with plunger missing/sterile breach.